Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). The hcp reported that the ins wasn't working anymore. The hcp later reported that the device had been off for 10 years. No further complications were reported.